Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in sections a to h. The following correction has been updated in this report. In section a: patient identifier has been corrected. In section b: adverse event/product problem has been corrected. In section e: reporting address state and reporting address postal has been corrected. In section g: report source - other has been corrected. In section h: type of reported complaint has been corrected.